Manufacturer narrative:
In this case, the aligners are not being evaluated as the product performed in accordance to specs. Pt experienced an anaphylaxis event. In this case there is no evidence demonstrating that the aligners were the causal agent for the patient's symptoms. It is known that on rare occasions, the aligners may cause an allergic reaction in some patients. A "caution" statement appears in align technology's instructions for use document.

Event description:
Doctor called on (B)(6) 2011 reporting that pt came to practice to get the first aligner. The husband of the pt is an emergency doctor and he reported that the allergic reaction stated at patient's home when the pt came back home from practice. She immediately went back to the practice and when she arrived, doctor reported swollen eyes and breathlessness started. Doctor thinks that the reaction might be not related to the aligner, but she wants us to investigate. The pt went to the specialist for blood tests. She explained, her throat was blocked and couldn't' respire. Diagnosis of anaphylaxis event, with edema of the skin caused by inflammation on both sides, glottisodem with breathlessness and a lump in her throat, painful swelling of the lips, gingiva, eyes and a furry feelings in her hands. Antiallergic (2 amp tavegil IV) and cortisone (250mg solu decortin IV), as well as triam 40mg im, foster 100/6ug and dexa gentamycin atr was administered immediately to the pt.